Event description:
Reconstructive breast surgery in 2001 with placement of saline breast implant. In 2005, had capsulectomy for baker IV capsular scar contracture. Now, 7 months later, presents with complaint of changing shape of breast. Surgeon noted the following during operative procedure to remove implant; 80ml of saline remained in implant & upon using pressure, it was evident that there was a leak through a failed valve leaflet.